Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
On (B)(6) 2015 - it was reported a guidewire knotted in a pt and it was retrieved. On (B)(6) 2015 no info regarding whether this happened during insertion or when the guidewire was being removed. Line was placed with a new device and the pt did not suffer any injury.